Event description:
The right ventricular (rv) lead was returned to the manufacturer with no reason for replacement. The rv lead was analyzed and tested out of specification. Follow up determined that the rv lead was explanted and replaced due to a fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo, there was blood on the proximal conductor of the lead and it was not obstructed, a cosmetic white substance that developed in vivo on the outer insulation of the lead was observed, the outer insulation of the lead developed a cosmetic depression while in vivo, visual summary analysis of the lead was performed only. Product ID: 8042b, implanted: (B)(6) 2009; product ID: 4968-35, implanted: (B)(6) 2009; product ID: 4968-25, implanted: (B)(6) 2004. (B)(4).